Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right cavernous sinus segment aneurysm with unknown diameter. It was noted that the patient's vessel tortuosity was unknown. The landing zone was 3.9 mm distally and 4.1 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. It was reported that the patient presented with an aneurysm of the right cavernous sinus segment. Following femoral artery puncture to establish vascular access, a ped-400-35 flow-diverting stent was planned for use. A micro-guidewire and microcatheter were advanced into position, and the stent was delivered into the microcatheter. During the stent deployment process, the tip of the stent failed to open properly; despite repeated attempts, it remained unopened. To ensure the safety of the procedure, it was replaced with a new stent, which was opened and deployed successfully. The surgery concluded safely. The pipeline was not positioned in a bend. The extent of pipeline deployment at the time it failed to open was asked but remains unknown. The number of times the pipeline was resheathed was also asked but is unknown. It was asked whether any additional steps or devices were required to open the pipeline; however, this information is unknown. The pipeline device was removed from the patient. Whether the pipeline was resheathed and removed together with the microcatheter is unknown. The angiographic result post procedure showed a contrast medium retention within the an eurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.